Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp hub separated. The following information was provided by the initial reporter: the customer reported that the needle tip was bent.

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp hub separated. The following information was provided by the initial reporter: the customer reported that the needle tip was bent.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-07-13. H6: investigation summary: customer returned a single syringe alongside a polybag labeled for 0.3ml, 29 gauge, 12.7mm syringes from lot 0307362. The syringe had its needle hub separate from the barrel of the syringe. No samples matching the reported issue were returned. A review of the device history record was completed for batch # 0307362 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. H3 other text: see h10.